Manufacturer narrative:
According to the source case notes, the customer has not accepted the service quote, which has expired, and no repair activity was performed by philips. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available, the cause of the reported problem could not be determined. The reported problem was not confirmed.

Event description:
Philips received a complaint on the defibrillator indicating that the device had operational test and monitoring failure. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporter information: (B)(6). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Philips investigated the reported issue and determined that the device was not in use at the time the reported issue occurred. As such, there was no patient or user harm and no allegation of injury or death involved in this complaint. Multiple attempts to obtain information were completed, and no additional information from the customer was received. The customer was offered service and repair of the device, but the customer did not respond. Philips cannot evaluate the device onsite without the permission of the customer. To gain additional information about the device, philips completed a review of the service record of the device which included three years of device servicing and determined that this is the first and only instance of this reported issue for the device. Philips has not received complaints against the device since the reported issue occurred; should philips obtain further information, additional vigilance reports will be submitted as per regulatory requirements.